Event description:
The patient reported that she has been hospitalized since (B)(6) 2012 with diabetic ketoacidosis. She stated that the "pump failed" while she was at work and that she was without insulin from 6:00 pm to 3:00 am. She could not provide any blood glucose history.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the patient's diabetic ketoacidosis and hospitalization. No product lot number was reported therefore no qualifications records were reviewed. The omnipod user guide warns "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Ksa can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get above 250 mg/dl, follow the treatment advice of your healthcare provider." It cautions "keep an emergency kit with you at all times to quickly respond to any diabetes emergency. The kit should include a vial of rapid-acting u-100 insulin and syringes for injecting insulin," and advises "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4-6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops."